Manufacturer narrative:
One sample of a 10ml control syringe (p/n: 309695), batch: 4061617 was received and evaluated. The sample received in an unsealed package has brownish discoloration on the thumb-grip. The foreign matter is consistent with grease used in the manufacturing process. Ftir analysis was completed, and the most likely match was undetermined. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path internal to package defect is associated with the molding process. The foreign matter is most likely grease on the conveyor belt. The following corrective action will be taken: a quality alert will be issued to the plant. Due: 02/28/2025. A device history record review was completed for provided lot number: 4061617 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:309695 batch#:4061617 it was reported that the bd luer-lok had foreign matter. The following information was reported by the initial reporter: "dirty stuff on the ¿sterile¿ item. I do not have any more information. If you would like me to return it to your quality department, please let me know by tuesday, may 7th."